Event description:
It was reported that; during the operation cage was broken. The operation was finished with another cage.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assesment; result: the returned device was inspected under a microscope. The threading of the device was found to be severely deformed which is likely due to a tip of an inserter cross-threaded into the implant. The cross-threading of the implant-inserter results in an uneven distribution of load/force into an implant, which when impacted becomes more prone to fractures. Device history review indicated all released units met specifications. Conclusion: the plausible root cause of this event is likely due to an improper assembly/threading of an inserter tip into the implant (cross-threading).

Event description:
It was reported that; during the operation cage was broken. The operation was finished with another cage.